Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an insulin occlusion and an ¿unable to proceed¿ error during fill tubing while the user was using an inset infusion set on the outer leg with fiasp prefilled cartridges; a dry run was successful, and a subsequent full supply change with new connector and inset resolved the issue, consistent with a complete blockage associated with the tubing. Symptoms included hyperglycemia, with a reported blood glucose of 249 mg/dl. Outcomes included none. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified during troubleshooting and a device issue consistent with a complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.